Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During procedure closure when the sheath and the catheter was removed, the physician noted plastic coating on the faradrive sheath was peeled off. No issue was noted during preparation. The procedure was already completed successfully when the issue was noted. No patient complication was reported. The device is expected to be return for analysis. It was further confirmed that no damage was noted on the package, nor the issue occurred due to user handling.